Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used the al326 clip applier and found the clips were malforming. On the next firing, the jaw of the applier came apart in the pt. The parts were retrieved. The case was completed using another instrument. There was no consequence to the pt.